Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of the customer provided image found labelling that confirms the product identification information. The shaft of the handheld device is pictured next to two suture pullers and a stay suture near the top of the image. No anchor is pictured. There appears to be debris on the sutures. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a shoulder cuff repair surgery, the screw of the footprint ultra pk suture anchor was fractured inside the patient. All the pieces were removed from the patient by tweezers. The procedure was successfully completed with a non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H1: type of event: updated.

Event description:
It was reported that during a shoulder cuff repair surgery, the screw of the footprint ultra pk suture anchor 4.5 was fractured inside the patient. All the pieces were removed from the patient by tweezers. The procedure was successfully completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).